Manufacturer narrative:
(B)(4). Approximate age of device - 52 days. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced a complicated post-implant course beginning with intraoperative acute right heart failure during weaning of cardiopulmonary bypass. Right ventricular extracorporeal circulatory support was initiated. The patient was stabilized and the lvad was documented as stable. On (B)(6) 2015 extracorporeal membrane oxygenation (ECMO) was initiated. The ECMO was discontinued on (B)(6) 2015; however, the patient remained intubated and on prolonged ventilation requiring a tracheostomy. At an unspecified time the patient experienced sternal wound dehiscence secondary to infection that required washouts during which the pump was exposed. Wound cultures were positive for pseudomonas. The patient also experienced severe gastrointestinal bleeding and was on hemodialysis. On an unspecified date, the right ventricular support had been weaned to 2 lpm. At that time, it was reported that the patient's partial thromboplastin time was sub-therapeutic and new-onset fibrin strands were noted in the inflow and outflow cannulae attached to the extracorporeal pump circuit. On the evening of (B)(6) 2015 the patient became acutely unresponsive and an emergent CT scan showed a frontal lobe cerebrovascular accident with hemorrhage. The patient was taken to the operating room for a craniectomy and was found to have suffered a catastrophic event. Care was withdrawn and the patient expired on (B)(6) 2015. There were no reports of any issues with the lvad function during support. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported events leading up to the patient's outcome could not be conclusively determined. The instructions for use lists local infection, pump pocket infection, right heart failure, bleeding, stroke and death as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.